Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and provide the completed investigation results. One regular tr band assembly was received for product evaluation. Visual inspection revealed that there were no anomalies. A manufacturer retained tr band inflator was used to inflate the tr band. After the balloon assembly was inflated, the assembly lost air slowly. The assembly was then inflated and submerged underwater. A trail of air bubbles formed from the air inlet valve. Once the inlet valve was sealed with a thumb no other leaks were detected in the assembly. Microscopic images of the air inlet port were taken. No anomalies were observed. The valve was then deconstructed, and a foreign matter was found on the plastic plug in the air inlet port. Terumo has determined the reported event to be manufacturing related, and is being further investigated.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band had an air leak resulting in bleeding. The user had to apply a different band. The blood loss was less than 250cc's. The patient developed a hematoma and had to have their band replaced. The patient was in stable condition. The procedure was successful. Additional information received february 3, 2019. The procedure was a percutaneous coronary intervention.